Manufacturer narrative:
Device analysis report attached. This report is submitted on april 27, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6), 2023 due to incorrect electrode placement. The patient was re-implanted with another cochlear device during the same surgery.